Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the buttons are more difficult to press, had error code. The customer¿s blood glucose level was unknown at the time of the incident. The customer was also reported that insulin pump was working harder when rewinding as it was louder. The customer's mother was assisted with troubleshooting. The customer's mother was reported that the insulin pump had rejected new batteries, plastic was coming off on one of the arrow buttons. The insulin pump will not be returned for analysis.